Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 32 mg/dl while sensor glucose value was 95 mg/dl. The customer reported hypoglycemia, treated with soda, auto mode was in use. When asked what led to the event they stated checked sugar and got a reading of 78 mg/dl and pump showed 113 mg/dl, after entering showing 95 mg/dl and reading was at 32 mg/dl, sugar was up yesterday and when they went to bed bg was still high and when they woke up pump showed 95 mg/dl and bg was at 32 mg/dl. The event involved product(s) mmt-7040ma. The sensor was worn for unknown number of days. Customer was advised to monitor product. No product return is expected for mmt-7040ma.